Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that starting in (B)(6) of 2018, the battery site got swollen and painful. The contributing factors remain unknown. The implantable neurostimulator was explanted to allow the pocket site to heal, and cultures were taken. Reimplantation will be scheduled as soon as medically possible. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65 serial# (B)(4) product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and health care professional (hcp). It was reported that the patient's ins eroded in the dermis. The health care professional (hcp) was concerned that there was infection. Patient was taken to the operating room the ins was explanted. The patient's paddle lead remained implanted. One of the rays of electrodes was fouled. The functional part of the lead had been covered with a boot for protection. Two months had elapsed since ins explant. The patient had healed up well without any sign of infection. Patient was anxious to proceed with re-implant of ins as soon as possible. They have elected to move the pocket in a more superior lateral position in the flank. The previous placement was painful to him and was prone to pressure when he sat down and leaned against the chair back. Hcp was concerned this was part of the etiology of his erosion. Patient later had surgery for new device implant. They received preoperative antibiotics. Patient pocket was opened and electrocautery was performed to uncover the buried lead. The protective booting was removed from lead. The extension was attached to the lead and secured and replacement ins was placed. Impedances were checked and found within normal limits. Both wounds were thoroughly irrigated with antibiotics (vancomycin) irrigation. Patient was to be discharged and follow up in 10 days. No further patient symptoms or complications were reported in this event.